Event description:
The consumer reported a discrepant result with the covid-19 at-home test compared to a pcr test. On (B)(6) 2022 the consumer was hospitalized for a respiratory obstruction condition with a low oxygen level, but the consumer did not believe the issue was related to covid-19 symptoms as the same issue happened approximately 6 months earlier. While in the hospital, the consumer was treated with steroids and oxygen for having a low oxygen level and was discharged on the same day after his oxygen level was normalized. The consumer was also given a nebulizer and dextromethorphan medication for three days of treatment. The consumer had a pcr test performed at the hospital and the result was positive. The result was obtained from the hospital's full viral test panel via a nasopharyngeal swab. On the same day, the consumer went home and tested on the covid-19 at-home test and the result was negative. The reporter was advised by the consumer's doctor to be tested again in 5 days. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The occupation is the consumer's mother. The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). In general, potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity.